Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 28.6 mmol/l associated with use of the cartridge and infusion set beyond three days. Animas does not manufacture the infusion set. This report is made based on the allegation that the patient experienced hyperglycemia associated with misuse of the pump supplies beyond the recommended use of 3 days.

Manufacturer narrative:
The product has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter indicated elevated blood glucose associated with use of supplies beyond their recommended use. No conclusions can be made at this time.